Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Suggested component code: mechanical (g04) - provisional bottom. Reported event was confirmed by review of photograph. Visual examination of the provided picture identified the unit as fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 foreign source: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a provisional fractured during trialing as part of a knee procedure. No adverse events have been reported as a result of the malfunction.